Manufacturer narrative:
The investigation of the returned device was completed january 19, 2016. The clf was received inserted an introducer sheath. No other ancillary devices were included. A review of the manufacturing record for lot m552453 did not reveal any discrepancies relevant to the reported event. No damage was noted to the catheter shaft or handle. The coil segment showed bending. The bending was observed approximately 3cm and 6cm from the distal tip. The fep around the bent portions of the coil showed blood embedded and the fep was deformed. The area of deformation proximal to the distal tip showed bubbling of the fep, but not exposure of the coil. The distal segment of fep deformation showed the fep more distorted with portions of the fep appeared peeled exposing portions of the coil. The customer¿s report of a visible change in the heating material element has been confirmed. A visual inspection of the coil segment of the closurefast catheter showed deformed fep material at the two bends observed. Per instructions for use: ¿caution: failure to compress the vein over the full length of the heating element may result in inconsistent effectiveness and/or possible catheter damage¿.

Manufacturer narrative:
(B)(4)

Event description:
After the procedure was completed, it was reported that the thermo element on the tip of catheter appeared partly melted. No error on the generator. Eight segments were treated and vein did close. The procedure was completed successfully. No injury to the patient occurred.